Manufacturer narrative:
Unk-p-ipp, ipp.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to left cylinder socket was ruptured. No information about the patient outcome is available at the moment. Additional information was received. When the device was removed, it was noted no fluid in the reservoir and cylinder tear. It is unknown if tear occurs during removal or prior. Patient could not cycle implant. No adverse patient effects.